Event description:
Hcp reported patient has had a loss of efficacy with drug infusion therapy throughout the last month. The patient complains of experiencing shaking, nausea and vomiting every other or every third day. Patient's pain is reported to be improving because the pain control is better, however the other side effects are still bothersome. Extensive device troubleshooting has been done including: pump roller study, catheter dye study, cap aspiration, confirmation of reservoir volume accuracy, and MRI. All diagnostic tests have failed to identify a device issue. The hcp was considering filling the pump reservoir with saline to determine if the patient possibly developed drug tolerance to the intrathecal morphine infusion, although the patient declines. Currently the patient receives 20mg/day of 50mg/ml intrathecal morphine. Hcp reported the patient also takes lithium for mental health issues, and has been referred to get his levels checked since lithium can cause the same symptoms. A follow-up report will be sent if new information is received.